Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The patient presented with single vessel disease. Vascular access was obtained via the femoral artery. The 90% stenosed, 24 mm x 3.0 mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. After a non-bsc guide wire crossed the lesion, pre-dilatation was performed. Subsequently, a 3.00 x 24 mm promus element ¿ drug eluting stent was implanted. However, post stent deployment, the physician noticed a distal edge dissection which was then successfully treated by deploying a 2.75 x 20 mm promus element ¿ stent at the distal site. No further patient complications were reported and patient's status was stable.